Event description:
During a routine system upgrade, it was reported that the right ventricular (rv) lead impedances were chronically low, with sensing also "on the low side." Pacing thresholds were normal, however. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID c4tr01, ipg, implanted: (B)(6) 2010; 2187-75, lead, (B)(6) 2002; 506852, lead, implanted (B)(6) 1999; 5024m-58, lead, implanted (B)(6) 1999. (B)(4).